Event description:
Compression device on mammography unit continued to compress. Intermittent movement of compression paddle downward on its own-happened once. Serviceman could not reproduce error. A second person did check the equipment and found it needed to be replaced.